Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone 5.0mg/ml for a total dose of 0.2402mg/day via an implantable pump for spinal pain and failed back surgery syndrome. It was reported on (B)(6) 2017 a hcp spoke with another hcp and an infection was suspected and the patient went to the emergency department (ed). On (B)(6) 2017 the patient's pump was explanted. The event required in-patient or prolonged hospitalization. The outcome of the event was noted as resolved without sequelae on (B)(6) 2017. The clinical diagnosis was infection at pump site. The etiology of the event indicated the relationship of the event to the device or therapy was unlikely related and indicated the relationship of the event to the implant procedure was related. Incision/device tract was pump pocket. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the exact cause of the cellulitis, infection/bacterial infection, wound dehiscence, drainage, and patient's symptoms was not determined. The patient's baseline weight was noted as (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated medication was administered where the patient was transitioned to oral linezolid 14 day course upon hospitalization discharge on (B)(6) 2017. Note this was previously reported with a date of (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated on 2017 (B)(6) an hcp reported some wound dehiscence at the right buttock surgical site with no tenderness, no warmth, no fever, but slight redness at the site, clear drainage. On 2017 (B)(6) an infection was suspected and the patient went to the emergency department (ed). The ed hcp determined there was no concern for infection/non-infected appearance. Medication (doxycycline) 7 day course was administered. Laboratory testing found no infection markers. On 2017 (B)(6) the patient called the clinic regarding "copious drainage" soaking the bandage. It was requested to change 3 times daily. At clinic visit on 2017 (B)(6), mild superficial cellulitis was diagnosed, and the patient had no chills, no fever, and no tenderness or redness at the site. A small amount of yellowish discharge was present, but no wound dehiscence. The patient was sent to the ed for admission and intravenous (IV) antibiotics (vancomycin) were given to prevent superficial wound infection from reaching pump tract. A wound consult was done and the patient was started on antibiotics. The ed noted the erythema as stable. On 2017 (B)(6) IV antibiotics was switched to daptomycin and IV benadryl after possible reaction including symptoms of itching and sweating from the vancomycin. Laboratory testing on 2017 (B)(6) found erythrocyte sedimentation rate (esr) elevated, but c-reactive protein (crp) and white blood cells (wbc) were normal. On 2017 (B)(6) IV antibiotic was switched to bactrim (tmp/smx). On 2017 (B)(6) emergency discharge noted mild erythema was stable and was not spreading. Drainage was noted, but not significant, no systemic symptoms. The patient was diagnosed with superficial cellulitis "ssi" and was sent home on oral bactrim. The patient was to follow up with primary care physician and pain clinic. It was noted the event required in-patient or prolonged hospitalization. On 2017 (B)(6) the patient went in for a clinical visit for a refill (not refilled). Examination found redness over pump site and mild tenderness. A superficial infection was suspected and was sent to ed to consult with infectious disease department, lab work, and start intravenous (IV) antibiotics. The ed exam on 2017 (B)(6) showed well healed scar, erythema, tenderness, afebrile, and warmth present at site. It was noted that no infection systems found during exam. The labs (crp, white blood cells, and other results) were normal except moderately elevated esr of 33 and was concerned for cellulitis. Oral bactrim (antibiotic) was started on 2017 (B)(6) in the ed and were stopped 2017 (B)(6) after infectious disease consult recommended it. Infectious disease consult indicated ultrasound guided aspiration of the pump pocket/site. The results of the ultrasound showed small hypoechoic collection and gram stain showed no organism and few polymorphonuclear leukocytes (pmn), but device explant was recommended due to likely "coagulase negative staph infection that creates difficult to treat biofilms". On 2017 (B)(6) the patient was assessed by neurosurgery and recommended non-operative management since no infection symptoms. It was noted that the pump was providing good pain relief. There were awaiting results and if no infection, it was recommended to move the pump site to front since the buttock site had possible irritation presenting as erythema. On 2017 (B)(6) the 16s cultures from aspiration on 2017 (B)(6) results were negative at first, but then showed g+ cocci in clusters. Pump removal was recommended along with IV vancomycin antibiotics "keep through over 15". On 2017 (B)(6) the entire pump system was explanted and disposed of according to biohazard instructions, and cultures from operating room during explant were positive for methicillin-sensitive staphylococcus aureus (mssa): coagulase negative staph and corynebacterium. There was no growth on catheter tips. Surgical observation noted the pain pump pocket had purulent fluid at explant on 2017 (B)(6). On 2017 (B)(6) medication was administered where the patient was transitioned to oral linezolid 14 day course upon hospitalization discharge. The outcome of the event was noted to have resolved on 2017 (B)(6) and also resolved on 2017 (B)(6). The clinical diagnosis was infection at the pump site and superficial cellulitis at pocket site wound on right buttock. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated that the whole system was explanted due to an infection.